Event description:
The pt reportedly fell while playing outdoors. After the fall, the pt reportedly was unable to hear while using the sound processor. External equipment was exchanged. However, the problem was not resolved. In 2003, the pt was seen at center for device eval. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device has been scheduled.